Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog# zteg-2pt-42-208-pf-d. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: based on the information provided it was not possible to determine whether a type IV endoleak was present at final confirmatory angiography. The distance from the lcca to the proximal dissection is within IFU. However, the lsa remains patent on this postoperative study, resulting in a type 2 endoleak around the proximal graft. This causes the proximal seal to be inadequate at 12 mm length. The proximal level of the dissection extends just over the origin of the lsa, making this a type a dissection. Treatment of a type a dissection with this device is outside of indication. The endoleak reportedly seen at the time of angiography cannot be evaluated since those images are not provided. There is no clear evidence of a type 3 or type 4 endoleak on the postoperative study provided. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Investigation is still in progress:

Event description:
Description of event according to study: 06feb2017: four devices were placed on the patient. Zteg-2pt-42-208-pf-d ((B)(4)). Esbe-28-80-t-pf-d ((B)(4)). Gzsd-36-123-2 ((B)(4)). Gzsd-36-164-2 ((B)(4)). At final confirmatory angiography after placement of the devices confirmed type IV entry flow. On 14feb2017: it was confirmed that the false lumen was completely thrombosed and not confirmed the type IV entry flow at post procedure follow-up CT angio. Patient outcome: there have been no adverse event reported.

Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2017: four devices were placed on the patient. Zteg-2pt-42-208-pf-d ((B)(4)), esbe-28-80-t-pf-d ((B)(4)), gzsd-36-123-2 ((B)(4)), gzsd-36-164-2 ((B)(4)). At final confirmatory angiography after placement of the devices confirmed type IV entry flow. On (B)(6) 2017: it was confirmed that the false lumen was completely thrombosed and not confirmed the type IV entry flow at post procedure follow-up CT angio. Additional information received 02mar2017: the patient's anatomical form were not suitable for the procedure; proximal aspect of dissection was located at distal of left common carotid artery. However, since there was a distance more than 20mm from left common carotid artery to entry site, also life threatening situation caused by intestinal ischemia and lower limb ischemia, the physician determined to perform the procedure. Regarding type IV entry flow: there was no procedure performed against type IV entry flow. Usually, type IV entry flow is disappeared by itself by administration of protamine, so the physician judged this case as well, and administrated protamine. Patient outcome: there have been no adverse event reported.